Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was detected that the claimed video telescope only generates an image with a defect in color. It was changing color images and was switching between a green and a violet/purple/pink image. After the disassembly of the item and the check of the single component, it was determined that the failure was caused by a defective cable cpl. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye hd ii video telescope was displaying a discolored image during procedure preparation. There was no patient harm reported as a result of this event.